Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced. Patient was fine post procedure.